Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had lost weight and hence, the ipg (implantable pulse generator) was causing her discomfort. Follow-up identified the pt's ipg was replaced with a smaller type of ipg per the pt's request and the issue was resolved.